Manufacturer narrative:
(B)(4). Date sent: 8/25/2020. Investigation summary : the analysis found that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following, "caution: the complete firing action requires four complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display '0' to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. Once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display '0' to indicate the knife has returned to its home position." The event described could not be confirmed, as no malformed staples were observed, the device performed without any difficulties noted, and no cartridge was returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
Batch # u5ad88. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic lobectomy, could not open the device jaw after the second firing. The reverse button would not work. Finally, the jaw was opened manually with a large amount of force. The proximal side of the staple line was malformed with irregular shapes. Another reload was fired and the distal side of the staple line was malformed with irregular shapes. There was no patient consequence reported. No additional information could be provided.